Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-16329. It was reported the patient underwent a gi procedure in which he was placed in a fetal position. He reported he was unable to turn on stimulation the next day. Diagnosis testing showed multiple lead contacts had invalid impedance readings, and reprogramming was unable to provide effective stimulation coverage. X-rays did not show a lead fracture. Follow-up identified the physician explanted and replaced the leads with a paddle lead on (B)(6) 2013. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.